Event description:
The intra aortic balloon was inserted into the pt on 5/20/98 and coronary angiography was done. On 5/21/98, the "slow gas loss" alarm sounded from the system 97 pump. On 5/22/98, coronary artery bypass graft was done at hosp. After this operation, the doctor removed the intra aortic balloon and blood was noted in the catheter. Event complications: none from the event - reported 5/27/98. Pt's current status: unk reported 5/27/98.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.